Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when button one of a 5f mynx control vascular closure device (vcd) was pressed, the sealant sleeve popped out with the sealant still within it. Hemostasis was achieved using manual compression. There was no reported patient injury. The deployer was mynx certified. Femoral vessel suitability was verified on angiography or venography, including an insertion angle of 30¿45 degrees. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was little to no vessel tortuosity and little calcium present at the puncture site. The tension indicator was aligned with the markers on the handle halves prior to deployment. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when button one of a 5f mynx control vascular closure device (vcd) was pressed, the sealant sleeve popped out with the sealant still within it. Hemostasis was achieved using manual compression. There was no reported patient injury. The deployer was mynx certified. Femoral vessel suitability was verified on angiography or venography, including an insertion angle of 30¿45 degrees. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was little to no vessel tortuosity and little calcium present at the puncture site. The tension indicator was aligned with the markers on the handle halves prior to deployment. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was partially depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The balloon was partially retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test could not be completed because the device was received in a fully deployed condition and the sealant was not returned for evaluation. However, button 2 was received in a partially depressed state, and an attempt to fully depress button 2 was successfully performed. Following full depression of the button, the balloon retracted without resistance or abnormal behavior. The reported event of ¿mynx control system-deployment difficulty-unable¿ was not observed through analysis of the returned device since the sealant was deployed off the catheter with the sealant sleeves fully retracted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since the sealant was not only not received still within the sleeves, but it was not returned with the device. However, if the user was trying to report that the sealant had not disconnected from the device after it was removed, user-related factors (user error) possibly resulted in the issue experienced as the device was received with button 2 partially depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.